Event description:
It was reported that the patient went into cardiac arrest. Post cardiac arrest, the patient had bradycardia. Upon interrogation, the lead had no capture, pacing spikes, and was not sensing r-waves at full output. It was also noted that the lead was not anchored with a suturing sleeve upon original implant, which may account for the issues. The lead was explanted and replaced. The replacement lead showed no capture and increasing thresholds. After close monitoring, it was decided to reopen the pocket which revealed that the lead dislodged because of the patient's heart tissue. The lead was repositioned and remains in use. No further patient complications have been reported from other parties as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.